Manufacturer narrative:
Updated b5: description of problem.

Event description:
It was reported that during the procedure, the device was bent (outside the patient). The procedure was completed without delay and backup from smith & nephew was available to finish the surgery. The surgeon was satisfied with the surgical outcome. The surgeon did not blame the device. No patient injury or other complications were reported.

Manufacturer narrative:
H3,h6: the associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The tip of the device is bent, rendering the device inoperable. The device was manufactured in 2018 and shows signs of extensive use. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation close.

Event description:
It was reported that during the procedure, the device was bent (outside the patient). The procedure was completed without delay and backup from smith & nephew was available to finish the surgery. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.